Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their infusion set had a bent cannula. The customer¿s blood glucose level was 446 mg/dl mg/dl at the time of incident. Customer reported that insulin pump had insulin flow block alarm and blood glucose level was 407 mg/dl, current blood glucose level is 375 mg/dl. Customer reported that event was resolved by infusion set change. It was unknown that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.